Event description:
Reference MDR #1219856-2009-00288 for the first event involving same patient. It was reported that the patient was "having a heart attack" and was headed for open heart surgery. The second intra-aortic balloon (iab) was prepped per instruction. The md inserted the second sheath into the patient's right femoral artery. While under fluoroscopy, the iab was inserted into the sheath. The md found that the distal tip was at the 7 - 8 intercostal space when the iab "stops" at the sideport tubing. As a result, the md removed the sheath and iab as one unit. The md made a request for another iab. Reference MDR #1219856-2009-00290 for the third event involving same patient.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.